Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Date unknown: the female patient had hysterectomy, radiation therapy and chemotherapy for uterine cervical adenocarcinoma. Then she hydronephrosis due to ureteral stenosis had occured. (B)(6) 2018: as a replacement with a previously placed polymer stent, a resonance metalic ureteral stent was placed transurethrally. (B)(6) 2019: the resonance stent was replaced with a new resonance stent. (B)(6) 2020: the resonance stent was removed due to drainage difficulty and nephrostomy was performed. Progression of the primary disease was possible. Recurrence of the cancer was confirmed. (B)(6) 2020: the patient had continuous diarrhea and a examination was performed. (B)(6) 2020: bladder fistula and rectal fistura were confirmed. An abscess was also confirmed in between them. Date unknown: artificial anus was created for a bowel movement. Nephrostomy was performed and an urethral catheter was placed for urination. User's comment: the pelvic viscera including the uterus and the bladder could have been damaged due to previous radiation therapy. The cancer recurrence was confirmed inspite of radiation therapy and chemotherapy. It is unknown the resonance stent have a causal role in the development of bladder fistula and rectal fistula. It's a rare case. Additional information: did anything have to be removed from the patient? (Yes. The resonance stent itself was removed.) If yes, from what part of the body and what instrument was used to remove it? - the resonance stent was removed transurethrally using the grasping forceps for cystoscope before performing nephroureterectomy. Current storage conditions - straged at the dealer's warehouse. Why was the stent removed? (Exchange? Or other issues?) - drainage difficulty. What was the length of the indwell time? - 6-7 months (this one was the second one, so the total indwell time of resonance stents including the first one was 18 months.) Did the user attempt to attach the stent to the inserter before or after wire guide insertion? - unknown. What wire guide did they use? - unknown did they attempt to attach the tapered end of the stent to the inserter? - unknown. Was this device assembled outside of the body? - yes. Did the device come with a pigtail straightener? - yes. If yes, was the pigtail straightener used? - yes. Questions for metallic resonance (rms) stents: was the stent stored in strong light (e.g. In a in a pyxis machine) or in direct sunlight? - no. Was there difficulty advancing the stent to the target location? - unknown. How long was the stent in-dwelling? - 6-7 months (this one was the second one, so the total indwell time of resonance stents including the first one was 18 months.) What was used to remove the stent? - grasping forceps for cystoscope. How often was the stent checked during the in-dwelling time? - every 6 months what method was used? - kub, echo, blood test . Was the patient using calcium supplementation? - unknown. Was force required to remove the stent? - unknown. Was encrustation evident on the stent? - unknown. What is the source of the extrinsic compression? - uterine cervical adenocarcinoma and radiation therapy. If caused by a tumor, what is the tumor type? What is the stage of the tumor? - uterine cervical adenocarcinoma. Gastric type.

Manufacturer narrative:
Device evaluation: the resonance stent set device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. As the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all resonance stent set devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0020-18) states the following: ¿individual variations of interaction between stent and the urinary system are unpredictable¿ the instructions for use also warn the following ¿hematuria and incontinence may indicate fistula formation¿ there is no evidence to suggest the user did not follow the IFU. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient¿s condition. While it cannot be completely out ruled that the stent caused the issue the most likely contributor was the patients ongoing clinical condition. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient had fistulas and required secondary interventions complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.